Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014. A month later ((B)(6) 2014), a lvad system was implanted to this patient ((B)(4)). This ICD has been programmed repeatedly until (B)(6) 2014. On (B)(6) 2014, the physicians were unable to interrogate this ICD despite several attempts with several programmers and different locations/rooms (the involved programmers have been tested successfully on other patients/devices). Since proper pacing was observed on the surface ECG, the patient was discharged from the hospital. Preliminary analysis revealed that no communication was possible (in the manager session) with the ICD interrogated on (B)(6) 2014 despite more than 20 attempts with 2 different programmers. This is possibly due to the interferences generated by the lvad system or by the medical environment.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014. A month later ((B)(6) 2014), a lvad system was implanted to this patient (incor - berlin heart). This ICD has been programmed repeatedly until (B)(6) 2014. On (B)(6) 2014, the physicians were unable to interrogate this ICD despite several attempts with several programmers and different locations/rooms (the involved programmers have been tested successfully on other patients/devices). Since proper pacing was observed on the surface ECG, the patient was discharged from the hospital. Preliminary analysis revealed that no communication was possible (in the manager session) with the ICD interrogated on (B)(6) 2014 despite more than 20 attempts with 2 different programmers. This is possibly due to the interferences generated by the lvad system or by the medical environment.